Event description:
It was reported by the anesthesiologist that there was difficulty with the removal of an epidural catheter that was being used on a labor and delivery pt. Md had placed the catheter successfully without incident, and it was in use for five hours. The nurse removed the catheter and it broke in her hand; there was a piece approx 5-6 inches outside pt's back. The nurse notified the anesthesiologist and he placed pt in a sitting position and had her bend forward. He gently pulled the catheter out of pt without any resistance; however, the tip was retained. An x-ray was performed and it was determined the tip was in pt's spinous process. Pt was informed of the issue by ob/gyn and was told that they would not be removing the tip, which the md felt would cause no harm to her. She was informed that, should any problems arise due ot the retained piece she would be referred to a neurosurgeon. There have been no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.